Manufacturer narrative:
Philips service adjusted the geo tso direction switch and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm freezes and cannot be moved during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.